Event description:
Further follow-up revealed that the believed cause of death was sudep. The patient experienced an unknown response to vns therapy. The patient was receiving therapy at the time of death. The physician reported that vns was not related to the cause of death. An autopsy was performed. The patient was found at 10:00 am prone with his face in his pillow. The patient died from natural causes and the cause was listed as sudep. The patient had a history or secondary generalized and complex partial seizures 2-3 times a week. It was reported that the vns was not explanted at the time of death.

Manufacturer narrative:
This information was inadvertently reported incorrectly on initial MFR. Report.

Event description:
It was reported that the vns patient passed away. The cause and date of death are unknown. The relationship of the death to vns is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The explanted generator and lead were received by the manufacturer for product analysis. Product analysis has not been completed on the lead product to date. The generator as received was not able to be communicated with due to battery depletion. The electrical performance of the generator in the product analysis lab concluded that there were no anomalies and the end of service condition was due to normal expected battery depletion. Other than the inability of the generator to communicate due to expected battery depletion, there were no performance or any other type of adverse conditions found with the pulse generator. Product analysis for the returned lead product has not been completed to date. No further relevant information has been received to date.

Event description:
Product analysis was performed on the returned lead. Note that the majority of the lead assembly, including the electrodes, was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion was consistent with conditions that typically exist following an explant procedure with no obvious anomalies noted. Setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks were performed and no discontinuities were identified. There were no observed product related anomalies with the single returned lead portion. No further relevant information has been received to date.

Event description:
Information was received from a medical examiner that the patient's generator was available for return to the manufacturer. Therefore, the device was likely explanted after the patient's passing. The suspect device has not been received by the manufacturer to date. No further relevant information has been received to date.